Event description:
Patient reports the top aligner cuts into front gum when the chewies are used to ensure the aligner popped in properly. The aligner fit is snug as expected, but the top finish is cutting the gums, and it is painful. Dental history includes bonded retainer in location: 22-27, orthodontic braces, and history of scaling/root planning.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.